Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: ctf33 was inserted into patient abdomen and the tip of the trocar was found to be dented or melted. Optics did not work. Another device was opened to complete the case. No patient injury occurred. Additional information received via email (B)(6) 2022 from applied medical representative: it appears the obturator was deformed with no break or fracture. Product is available for return. Intervention: another device was opened to complete the case. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a fragment. Visual inspection confirmed the complainant¿s experience of a damaged obturator tip. The fragment was identified to be a portion of the obturator tip. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. A dented or melted obturator tip is not considered to be reportable as it is unlikely to cause or contribute to death or serious injury. However, the event is considered reportable due to the fractured obturator tip that was observed during the evaluation of the returned unit.